Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that with multiple cartridges during cartridge loading, the air removal step was performed and the customer was able to remove more air than expected. Additionally, a cartridge septum was loose. Reportedly, the customer was able to successfully load a new cartridge onto the pump. Blood glucose level was in the 200s (mg/dl).

Manufacturer narrative:
The failure investigation has been completed and the alleged damaged cartridge issue was verified. Additionally the alleged leaking cartridge issue could not be verified.